Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The suspect arm has been received by manufacturer for evaluation. The returned articulating arm was not able to lock down properly. The arm failed force test. Articulating arm should be able to hold a downward force up to 14 lbs but failed at 0.7 lbs and arm should hold a side-ward force up to 10 lbs but failed at 0.08 lbs. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that while outside of procedure, articulating arm was found to be damaged. There was no patient present at the time of the issue.